Event description:
Customer reported a hospitalization. Customer was hospitalized due to a non-diabetes related issue. Customer experiencing fluctuating blood glucose levels. The blood glucose readings are high; from 180 to 360 mg/dl. The current blood glucose level is 114 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.